Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose was 410 mg/dl at the time of the incident. It was unknown that auto mode used or not. The customer reported that they do not feel okay for troubleshooting. The customer declined troubleshooting. The device will not be returned for analysis.